Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use an evercross device. No embolic protection was used. The device was prepped with no issues. It was reported that a balloon burst occurred during balloon inflation at nominal pressure while using an inflation device with hep and saline. All fragments of the balloon were retrieved. The device did not pass through a previously deployed stent, no resistance was encountered while advancing the device and no excessive force was used. The balloon was removed and two more evercross devices were used. It was reported that a balloon burst occurred with both of these devices during inflation at nominal pressure and both balloons removed from the patient. A fourth evercross was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
It has been confirmed this device was used in a separate procedure. One device, not three, were used in this procedure if information is provided in the future, a supplemental report will be issued.